Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
As reported, following vaginal delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph]. The patient had experienced an estimated blood loss of 450 ml. The balloon was placed in the uterine cavity by hand through the vagina and injected with about 120 ml saline solution when the saline was noted to flow out of the patient's vagina. No metal tools were used. When the user removed the balloon, the leakage was noted to be from the lower section of the balloon and the catheter connection. An additional 100ml of blood was lost following device failure. The user immediately replaced the device with another balloon to complete the procedure. The hemorrhage was successfully stopped. The total estimated blood loss was 550 ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in opened marketing carton with no other internal packaging. The balloon was leak tested, revealing small tears in balloon material at the distal glue bond. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following vaginal delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph]. The patient had experienced an estimated blood loss of 450 ml. The balloon was placed in the uterine cavity by hand through the vagina and injected with about 120 ml saline solution when the saline was noted to flow out of the patient's vagina. No metal tools were used. When the user removed the balloon, the leakage was noted to be from the lower section of the balloon and the catheter connection. An additional 100ml of blood was lost following device failure. The user immediately replaced the device with another balloon to complete the procedure. The hemorrhage was successfully stopped. The total estimated blood loss was 550 ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: facility telephone number (B)(6) h3 - device not returned yet to manufacturer however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.